Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a reaction to the anesthesia from his surgical procedure (reference MFR. Report#s 1627487-2014-02346 and 1627487-2014-02347). Subsequently, the patient was placed in the intensive care unit (ICU) post operative. Follow-up information revealed the sjm representative met with the patient. The patient was alert and oriented. The patient was placed in ICU for one day post-operative. The patient's nurse confirmed the patient had a reaction to the anesthesia. The patient was programmed and was released from the hospital 72 hours post-operative.